Event description:
It was reported to boston scientific corp that a resolution clip device was used during an endoscopic retrograde cholangiopancreatography (ercp) with a stent removal procedure on a male pt. According to the complainant, when the clip was pushed out, it was loosely connected to the catheter and hanging at an angle. The clip could not be used. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.